Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have traces of a liquid-like substance that entered the device and was on components like the motor and the microprocessor board. The pump turned on and an error code 1861 appeared, so the event logs were unable to obtained. The cause of the customer reported problem was the liquid-like substance inside the device and on components. After investigation the results indicated a reportable malfunction due to the error code 1861 that appeared during the investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device was returned to the customer with no repair provided by agreement with the customer because of uncertainty in the replacements needed to fully restore functionality of the damaged/corroded pump.

Event description:
It was reported that the battery was replaced, and the device did not work. The customer returned the product for the device not working, and during inspection it was found that the device alarmed error code 1861. This event occurred during testing, and there was no patient involvement.